Manufacturer narrative:
The device was discarded. The investigation is not yet complete. A follow up will be submitted with all additional relevant information. G9: reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional 5 proglide devices referenced in b5 are being filed under separate medwatch report numbers.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, six devices were attempted but all six had a cricking noise while performing steps one to three as if the parts inside the device were rubbing against each other. In addition, when removing the plunger from each device, there was no suture present. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. However, unused sterile devices from this lot were returned and were successfully deployed with no issues observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and cricking noise during deployment appear to be related to a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.